Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the mobile power unit (mpu) housing was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(6)) was serviced on (B)(6) 2021 at the abbott european distribution center (edc). The damage to the housing was observed on the bottom housing covering and the battery covering, confirming the reported event. The housing components were replaced and the mpu was tested. The mpu passed all testing and preventative maintenance was performed. The mpu was placed in the abbott rental pool. The root cause of the reported damage was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on (B)(6) 2021. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit's battery latch was cracked and the housing was cracked on left inside corner. The system functioned as intended and the bottom cover and the battery latch were replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.